Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and related hospitalization and the liberty cycler set or the liberty cycler. In light of the fact that the patient needed to transition to hd therapy for a 3-week period a strong probable association exists between the pd catheter issues, the peritonitis and subsequent hospitalization. Should additional new information be made available this clinical investigation will be reevaluated. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) called in regarding a patient line is blocked message during fill 1. During the call the patient reported having an infection. Upon follow up the pd nurse revealed the patient was hospitalized on (B)(6) 2017 due to catheter issues. Although, it was unknown at the time if the patient had peritonitis as peritoneal effluent cultures were taken at the clinic and the preliminaries were negative. However, further follow up disclosed the patient was hospitalized from (B)(6) 2017 with abdominal pain and a diagnosis of peritonitis, a white blood cell count of 1351. The pd effluent culture was gram positive bacilli resembling diphtheroids in aerobic bottle only and the micro-organism identified was corynebacterium amycolatum. The patient transitioned to hemodialysis (hd) for 3 weeks in conjunction with antibiotic (specifics unknown) therapy with the expectation to return to pd therapy. The cycler set was discarded.